Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. Correction: the previous MDR submitted on december 12, 2024, was filed inadvertently. There was no skin revision surgery performed.

Event description:
Per the clinic, the patient underwent skin revision surgery (specific date not reported) due to skin flap necrosis. Subsequently, a skin breakdown had developed and exposing the receiver/stimulator, resulting in the decision to explant the device. The device was explanted (specific date not reported), and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.